Event description:
It was reported a balloon ruptured following multiple inflations at an unknown pressure during post dilatation of a previously deployed stent in the iliac artery. A pressure gauge was not used. Follow up indicated this last ditch effort to deploy the stent and dilate the area proximal and distal to the stent resulted in balloon rupture. Upon withdrawal, the balloon material detached in the pt. The pt underwent the scheduled bilateral bypass surgery one day earlier. The balloon material was retrieved without incident. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated a portion of the balloon material and distal tip were detached and not returned for evaluation. 1.8cm of balloon material was present on the proximal end of the catheter. The area of the catheter shaft break was elongated with rough edges. The distal ro marker was not present on the shaft. Chatter marks were noted on the remaining balloon material. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with continual exertion against resistance, an elongated shaft, and contact with a sharp external source, chatter marks on the balloon surface. It was indicated this device was inflated without the benefit of a pressure gauge. It was also indicated this was a last ditch effort and the pt had been scheduled for surgery prior to angioplasty. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product. If loss of pressure within balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate balloon. Do not reinflate and remove carefully".